Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation linked complaint, (B)(4): zimmer-biomet has not assessed or confirmed the compatibility of tmars augments and regenrex rinloc cup, and these would be considered off-label usages of these devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Additional investigation does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient has been indicated for hip revision due to bone resorption. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. X-ray review shows cortical irregularity along the medial wall of the acetabulum and noted acetabular resorption prior to this patient's previous revision. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to bone resorption. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.